Event description:
The lay user/patient alleged that her meter would not power on. The pt last tested on her meter in 2005. The pt was unable to power the meter on. She replaced the battery, but the issue continued. At some point, a medical professional treated the pt was insulin. The pt was unable or unwilling to state if she had any symptoms at the time. No blood glucose results were reported from the event. The battery and battery contacts were in good condition and the correct test strips were used.